Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump experienced keypad anomaly. It was reported that the up arrow button was not responding and customer was not able to bolus. Customer's blood glucose was 401 mg/dl. Customer does not know what caused anomaly. After troubleshooting, caller was advised that insulin pump would need to be replaced.